Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 00877504002, femoral head, lot # 2903515.

Event description:
It was reported that approximately 4 months post implantation, the patient is experiencing limited mobility and is unable to climb stairs or do inclines. Post surgery progress notes 2 weeks post implantation indicated patient is doing well and no complaints. Progress notes 6 weeks post implantation indicated patient is doing well and denial of any pain. Progress notes dated 3 months post implantation indicated patient is doing well. Negative trendelenburg gait; well preserved pain free motion in both hips; experiencing lateral discomfort about the itb at gerdy's tubercle extending proximally for about 4 inches on the left.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-rays were provided and the review stated that overall fit and alignment both pre- and post- revision were unremarkable. Bone quality in 2008 and bone quality after revision in 2018 appeared normal. Small focus of lucency at superior margin of acetabular component noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.